Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump where lipids were infusing continued to beep occluded. The peripherally inserted central catheter (PICC) flushed easily and had good blood return. The total parenteral nutrition (tpn) that was also infusing in same lumen at faster rate had no issue infusing. Lipid tubing changed and problem resolved. There was patient involvement but unknown impact.